Event description:
It has been reported that the bd kiestra inoqula has been found producing incorrect results for an unspecified number of patient urine samples. No patient impact was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.